Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report number: 1627487-2012-06853 and 06854. It was reported, the pt was not receiving adequate coverage. Reprogramming attempts were unsuccessful. It was also reported, the pt experienced pain at the ipg site. As a result, the pt underwent surgical intervention. During the procedure, one of the pt¿s leads was found to have migrated. As a result, the pt¿s scs system was explanted.